Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer used manual injections and the pump and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting, diarrhea, thirst, and nausea. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer also had pneumonia. The insulin pump will not be returned for analysis.